Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported that a secondary energy too high error message displayed during the procedure. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The root cause could not be identified by the investigation. (B)(4).

Manufacturer narrative:
During a onsite visit the fse (field service engineer) exchanged beamsplitter, focus lens, 45 degree deflector, homogenizer, cable of test adapter and successfully completed system verification to specification. The sample (cable test adapter) has been received for failure analysis. Functional inspection of the power supply cable with multi-meter shows the wire inside of the mantle is broken. The problem is caused by a broken wire inside the cable due to inadequate handling and aging over long time of usage. The returned sample is not related to the reported event. Root cause are worn optic parts. The manufacturer internal reference number is: (B)(4).